Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the pt the capsule fell off. No serious injury to the pt was reported.

Manufacturer narrative:
.